Event description:
Servo I ventilator was alarming high concentration. The respiratory therapist noticed the fio2 set at 23% but reading on the right side as high as 79%. The filter was changed, and the ventilator was looked over. It was then noticed that the pip was alarming at 35 and the patient was in pcps mode. It was also noticed that there was a noise-some what like a buzzing-possibly internal. There was a significant vibration noted on the flow waveform. The ventilator was then changed out but used the same circuit with no problems noted on the new ventilator.